Manufacturer narrative:
Manufacturing review: as the lot number for the device was provided, a manufacturing review was performed. The device history records were reviewed, and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The health care provider stated that the alleged rupture did not contribute to the expiration of the patient. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Labeling: IFU dw5159-01 states, "potential adverse events which may be associated with a peripheral balloon dilatation procedure lists rupture as a potential adverse event." Device use/ procedure precautions states, "predilatation with uncoated pta catheter is required prior to use of lutonix catheter always advance and retrieve the lutonix catheter under negative pressure. Whenever possible, the lutonix catheter should be the final treatment of the vessel, however post dilatation is allowed with another pta catheter or the previously used lutonix catheter." Use of lutonix catheter step 4 states, "while the balloon is fully deflated and under negative pressure, advance the dcb through the introducer sheath and over the wire to the site." Section 3 states that, "the safety and effectiveness of lutonix catheter have not been established for treatment in cerebral, carotid , coronary or renal vasculature."

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured on the second inflation attempt. The device was successfully removed from the patient. It was further reported that 20 days post-procedure, the patient expired. The health care provider stated that the alleged rupture did not contribute to the expiration of the patient.

Manufacturer narrative:
H10: the supplemental emdr is being submitted to report that an official statement was received from the health care provider on (B)(6)2019 , stating that the patient death was not attributed to the procedure involving the device. An assessment from bd medical affairs determined that this complaint should be reported as a malfunction MDR. Manufacturing review: as the lot number for the device was provided, a manufacturing review was performed. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The health care provider stated that the alleged rupture did not contribute to the expiration of the patient. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Labeling: IFU dw5159-01 states in section 8 " potential adverse events which may be associated with a peripheral balloon dilatation procedure lists rupture as a potential adverse event. Section 5.4 device use/ procedure precautions states predilatation with uncoated pta catheter is required prior to use of lutonix catheter always advance and retrieve the lutonix catheter under negative pressure. Whenever possible, the lutonix catheter should be the final treatment of the vessel, however post dilatation is allowed with another pta catheter or the previously used lutonix catheter.... Section 12.6 use of lutonix catheter step 4 states while the balloon is fully deflated and under negative pressure, advance the dcb through the introducer sheath and over the wire to the site... Section 3 states the safety and effectiveness of lutonix catheter have not been established for treatment in cerebral, carotid , coronary or renal vasculature. H10: g4 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured on the second inflation attempt. The device was successfully removed from the patient. It was further reported that 20 days post-procedure, the patient expired. The health care provider stated that the alleged rupture did not contribute to the expiration of the patient.